Event description:
The consumer, who is an alzheimer pt, banged repeatedly on the side rails of the bed until the rail allegedly became loose, causing the lock and pin to come out. This allegedly caused the rail to fall down, and the consumer to fall out of bed and break her hip.

Manufacturer narrative:
MFR was contacted by the distributer. Info indicates an alzheimer pt had banged repeatedly on the side rails. This resulted in the rail to fall, and the pt fell out of their bed. Pt allegedly broke their hip. Nature of complaint suggests improper use. MDR filed based on alleged unconfirmed serious injury.